Event description:
It was reported that the patient experienced bent cannulas with four infusion sets beginning on (B)(6) 2026, resulting in high blood glucose. The event was treated with a correction injection via multiple daily injections, the infusion set was replaced, and insulin delivery was successfully resumed. The infusion sets were inserted in the upper buttocks, and symptoms were noted approximately three hours after insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.